Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via phone call fluctuating blood glucose levels and hospitalization. Customer's blood glucose level was over 200 mg/dl. Customer advised they woke up with high blood glucose and they would experience low blood glucose while they would be asleep. Customer went to the emergency room as a result of low blood glucose and ketones. Customer's insulin pump received no delivery alarm and would reject new batteries. Customer had not worn the insulin pump in two years and declined to speak to the 24 hours helpline.